Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2016, the patient experienced suspected peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced suspected peritonitis, coincident with peritoneal dialysis therapy. The suspected peritonitis was manifested by cloudy effluent and abdominal pain. The patient was not hospitalized for the suspected peritonitis. The cause of the suspected peritonitis was not reported. On unreported date(s), the patient was treated with unspecified antibiotics (route, medication, dosage, frequency, and duration not reported) for the suspected peritonitis. Antibiotic treatment was completed on an unreported date. It was not reported if dianeal therapies were ongoing. It was not reported if the patient was recovering or was recovered from the suspected peritonitis. No additional information is available.